Event description:
It was reported that valve thrombosis occurred. A 27mm lotus edge valve was implanted. The next day, a transthoracic echocardiogram (tte) revealed a gradient of 36mmhg. Valve thrombosis was later confirmed. The physician elected to keep the patient on their (dual anti-platelet therapy) dapt and recheck in 30 days.